Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 2.25 x 38mm synergy ii drug-eluting stent was advanced for treatment but the device was unable to cross the proximal rca and the distal part of the stent strut got lifted. The procedure was completed with different device. No patient complications reported and the patient's status was stable.